Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump with the usb cable. Reportedly, the customer was able to charge the pump with a different usb cable. There was no known impact to the customer's blood glucose.

Manufacturer narrative:
This event was inadvertently filed. This event is not reportable, as there was no device malfunction.

Event description:
Reportedly, the pump was able to be charged by inserting charging cable into another wall outlet. The event was due to the wall outlet and not the cable.